Manufacturer narrative:
Evaluation summary: the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure the sealing function of the device appeared to stop being effective at completing seals. The reporter indicated that a seal tone and end tone were heard but thermal spread did not seem sufficient. A new device was opened to complete the procedure. There was no patient harm.